Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of customer's high blood glucose level. The customer's blood glucose level was 498mg/dl. The mother states the reason for the high is that the customer is sick, and they also forgot to administer insulin for dinner. The customer declined to troubleshoot for the high blood glucose. No further assistance needed.